Manufacturer narrative:
H6; excessive dried body fluid caused staple to fire intermittenly.

Event description:
The ems was used during the laparoscopic burch. The first ems fired 5 staples and there was no more staples. A second device was opened and fired into mesh to afix to paravaginal tissue and stapler jammed and did not release from the tissue. The surgeon had to cut the device out of the tissue to release it. The rep is returning the device with the mesh still attached. A third ems was opened to complete the case. There was no consequence to the pt.